Event description:
It was reported the patient experienced a loss of therapeutic effect with symptoms of burning, infection, and urgency, which began in (B)(6). The patient never had an issue with voiding. The physician wanted to do more research to see if the device was working properly. The patient was asked to turn the stimulation off for 2 days and record her voiding in a diary. The patient was then to turn the stimulation on for two days and record her voiding in a diary. The implantable neurostimulator was not helping with the pain, but the symptoms were a "tiny bit" better. The voiding was not "crazy painful," but was still painful. The patient was not receiving 50% relief from her pain symptoms. There was overstimulation, but patient went to program four and the overstimulation was no longer felt. There were "slight" infections since implant. There had been no reprogramming. An appointment was scheduled for (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient was still having concerns with her device/therapy but she was working with her doctor. The patient had an appointment scheduled for (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was "burning and urgency". It was stated that this was attributed to the "bladder". It was unknown if the device contributed to the event. It was stated that the patient did not require hospitalization. It was noted that the patient has a history of urinary tract infections.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot# v829849, serial#, implanted: (B)(6) 2012, explanted:, product typ lead. Product ID (B)(4), lot#, serial# (B)(4), product typ programmer. (B)(4).